Manufacturer narrative:
Unique identifier (UDI)#:(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable results for 2 patient samples tested for elecsys vitamin d ii assay on a cobas 8000 e 801 module. Of the data provided only 1 patient sample was a reportable malfunction. The initial vitamin d result was 41 ng/ml with a repeat result of 25 ng/ml. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The vitamin d reagent lot was 273962 with an expiration date that was requested but was not provided. The investigation is currently ongoing.

Manufacturer narrative:
The customer provided the vitamin d ii data for 2 new patients. The new patients will be referred to as patient 2 and patient 3. Patient 2 had on (B)(6) 2018 an initial vitamin d ii result of greater than 100 ng/ml. The repeat result was 29.8 ng/ml. Patient 2 was a (B)(6) female with a date of birth that was not provided. A vitamin d result of about 29 ng/ml was deemed correct. Patient 3 had on (B)(6) 2018 an initial vitamin d ii result of 17.0 ng/ml. The repeat result was 73 ng/ml. Patient 3 was a (B)(6) male with a date of birth that was not provided. A vitamin d result of about 17 ng/ml was deemed correct. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The customer stated that there was no foam in the reagent or the samples.

Manufacturer narrative:
The unique identifier (UDI)# for vitamin d total ii is: (B)(4). Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. Investigations are ongoing to determine the root cause of this issue a workaround has been provided to customers.

Manufacturer narrative:
Evaluation of quality control data found some issues with high outliers. The investigation was unable to find a definitive root cause.